Manufacturer narrative:
B5 - "the patient experienced significant reduction of iridocorneal angles and subjective feeling of eye pressure without high iop (10 mmhg)." Should be added to the initial MDR. H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. Claim # (B)(4).

Manufacturer narrative:
B5 - lens was exchanged on (B)(6) 2023 with a shorter lengthl lens and problem was resolved. Reportedly, "all good. Patient is happy." Status of the eye is "lens will stay in the eye!" Additional information states "patient will get pilocarpine drops and punctul plugs." Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -4.5/1.0/080 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The patient experienced excessive vault, permanent feeling of pressure and dry eye. It was reported that the problem resolved and lens will stay in the eye. The reporter also stated that the patient will get pilocarpine drops and punctum plugs. If additional information is received a supplemental medwatch report will be submitted.